Event description:
The dentist reported that treating doctor at the hospital instructed the dentist remove implant due neoplasia on peri-implant tissue.

Manufacturer narrative:
The returned product was visually inspected with the naked eye and 10x magnification. Upon observation, dental implant was severely damaged at the upper threads, hexes and around their seating surfaces likely due to the explant process. The device history record review was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. The complaint could not be verified as the risk analysis performed for dental implants would not capture neoplasia/neoplasm as a risk, since it is not considered a foreseeable risk related to dental implants. A definitive root cause has not been determined.